Event description:
Surgeon is questioning if there have been reports of problems with suture causing infection. He has had 3 pt's recently come back to his office with wound infections. These infections required antibiotic therapy, and pt ds had to return to surgery for removal of the fiberwire and debridement. Please refer to report #s: 5002856, 5002952, 5002953.